Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading prior to the hospitalization was 515 mg/dl. It was also stated that the customer was vomiting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.